Manufacturer narrative:
(B)(4). (B)(6). No further details regarding patient, product or procedure were provided by the reporter.

Event description:
According to the reporter; during a laparoscopic inguinal hernia repair, while a swap was being used to clean out the port the grey cover snapped off on two different occasions and went down through the channel. No additional patient information is available. The product was not re-sterilized prior to this incident. There was no patient injury, no extension of the scheduled surgery, no blood loss, no extension of the incision, no change in procedure type, no unanticipated tissue loss or irreversible damage, and no portion of the device fell into the patient cavity. The issue was solved by opening another port.